Event description:
During a follow up on (B)(6) 2014 , the physician detected high impedance to the lead (>3000 ohms). The lead was not explanted, but was replaced.

Event description:
During a follow up on (B)(6) 2014 , the physician detected high impedance to the lead (>3000 ohms). The lead was not explanted, but was replaced.

Manufacturer narrative:
(B)(4).